Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow keypad button had a delayed intermittent response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response and had normal spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.